Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited polarity switch. The lead was reprogrammed and it resolved the extracardiac stimulation. Rv lead remain in use. No further patient complications have been reported as a result of this event.